Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. The sheath was noted to be fractured and partially detached at the distal end. Additionally, the sheath was noted to be cracked in multiple locations. The damage is consistent with degradation of the device due to improper storage conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath degradation unknown.

Event description:
During the left lateral pathway procedure, a fracture was noted on the sheath when removed from the patient. There were no patient consequences.